Manufacturer narrative:
(B)(4). The device history record review the product auto endo5 ml, lot number 73h1500261 investigations did not show issues related to the complaint. The device sample has not been returned to the manufacturer for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the clips came out of the applier but they did not cling to the skin, no clip fell into the patient. The patient's condition was reported as fine.

Manufacturer narrative:
Qn#(B)(4). One samples of part number 543965 arrived without the original packaging. Lot number was confirmed as 73h150006. Visually the sample was assembled correctly without any damage or clips stuck in the jaw. The sample was tested for functionality: the applier was activated and the clips was release correctly and closed correctly without any issues. Then the applier was activated 4 more times with the same result. After that 5 more clips were activated using tubing and they all close and release correctly. In total 10 clips were fired and all clips closed and release correctly. Defect reported "does not grab skin properly" could not be confirmed. Per functional testing of applier part number 543965, 10 clips were fired and closed and release correctly. Defect reported "does not grab skin properly" could not be confirmed. Therefore, corrective actions is not required at this time. However, we will continue to monitor for trends.

Event description:
Alleged event: the clips came out of the applier but they did not cling to the skin, no clip fell into the patient. The patient's condition was reported as fine.